Event description:
The physician reported that during a re-intervention to re-position the ventricular lead, it was discovered that the silicone cap associated to the connection system set-screws "sticks out from the device header." The physician detached the header and loosened the set-screws to disconnect the leads. Following repositioning of the lead, another pacemaker was implanted.

Event description:
The physician reported that during a re-intervention to re-position the ventricular lead, it was discovered that the silicone cap associated to the connection system set-screws "sticks out from the device header." The physician detached the header and loosened the set-screws to disconnect the leads. Following repositioning of the lead, another pacemaker was implanted.